Event description:
Customer reported that a 24 hour infusion of cytarabine was hung at 180 the previous day and was completed at 1645. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 06/18/2014. (B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.